Manufacturer narrative:
Photographic evaluation provided previously. Customer has stated that device was discarded and no further patient information is available. 'Serial #' updated to reflect correct serial #. Complaint # (B)(4).

Event description:
It was reported that blood was seen in an intra-aortic balloon (iab). This occurred approximately a day after iab therapy started. The blood was observed within the gas lumen of the iab and the console had alarmed, "leak in iab circuit." The iab was replaced and therapy was continued. There was no reported injury to the patient. Note customer used product contrary to the instructions for use as product was expired on date of event.

Manufacturer narrative:
(B)(6). No inspection of product performed since product was not returned. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Pictures provided confirm that there was blood present inside the device. It was determined that the product was expired when the event occurred, but we are unable to determine if this was related to the reported event, as when the facility was informed that it was expired when they used it, they decided to withdraw the complaint and did not return the product for evaluation. The reported event has been confirmed, but we are unable to determine a root cause.

Event description:
It was reported that blood was seen in an intra-aortic balloon (iab). This occurred approximately a day after iab therapy started. The blood was observed within the gas lumen of the iab and the console had alarmed, "leak in iabp circuit." The iab was replaced and therapy was continued. There was no reported injury to the patient.